Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information on the reported event, it was determined to be not reportable as visual inspection of the returned sealed pouch determined to be conforming to specifications.